Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the root cause could not be determined because infusion set fell off the customer. No additional information was provided. Customer's blood glucose was 274 mg/dl at time of event.